Event description:
On (B)(6), 2011, a customer stated that one of the hygienists in her office has had an allergy problem for the last 2 years with caviwipes xl. She had been using the product for years with no issues prior to this. In the presence of caviwipes xl the patient develops red, itchy, blotchy spots all over the body.

Manufacturer narrative:
The patient works in this particular office only on monday, but the symptoms do not show up until about wednesday. The patient has visited an allergist many times due to this issue, and has been prescribed steroids in the past. She had been experiencing this problem for a long time before they were able to figure out what was actual cause of this reaction. No product was returned and no additional information regarding the product was given; therefore, no additional evaluation could be conducted.